Manufacturer narrative:
D10 concomitant products: egiaushort endogia ultra univ sht stap - (lot#p6b1012) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy, when the surgeon was stapling the vessels, the nurse connected the reload to the handle, after connecting, the stapler was placed on the tissue. The instrument was closed, and after pushing the fire button, the surgeon could not squeeze the handle and firing was not possible. A new reload was used on the same handle, but the issue persisted. The operating nurse changed the handle and used one of the reloads, and firing was possible after pushing the fire button. There was no patient injury.